Event description:
The customer contacted physio-control to report that their device would no longer power on using ac or dc power. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio then replaced the power pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed power pcb assembly but was unable to duplicate the reported failure. The removed assembly functioned normally on mock-up, even when heated, cooled, or flexed.